Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and the screen became blank. Although ventilation did not stop, reportedly, "the patient's chest didn't move so an ambu bag was used" and the patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.